Event description:
Boston scientific received information that multiple stored episodes of noise on the right atrial (ra) lead were observed. During isometric exercises, the noise was reproduced. A revision procedure was performed. Fluoroscopy identified a clear fracture in the body of the rv lead, in the outer coil. The ra lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.